Manufacturer narrative:
The device was returned to zoll canada. The customer's report was observed during review of the device data logs. However, the device passed full functional testing without duplicating the report. The front enclosure was replaced as a precaution. The device was recertified and returned to the customer. Review of the device log shows two button short entries occurring during the power on self test, associated with the energy down button and charge button respectively. The log cannot confirm if the buttons were pressed or not as the log does not record button presses. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device self-charged without any user interaction. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.